Event description:
Customer reported that the unknown biomet screw fractured in the patients mouth.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Customer reported that the screw fractured in the patient¿s mouth. Part of the screw is stuck in the implant. They are not sure which screw it but mentioned that it was from biomet. The alleged event regarding screw fracture could not be confirmed during investigation, as screw was not returned for inspection. A root cause could not be determined for this complaint.